Event description:
Pt's leg length was too long, lat 3 stem was removed and replaced with a std 2 stem and a new 36mm ceramic s/-4 femoral head.

Manufacturer narrative:
Document review: quadra h femoral stem size 3 lat - ref (B)(4) / lot 090841 (40 stems produced): all parameters were found to be in according with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. (B)(4). On the basis of the info collected, the event is not device related but is highly likely due to a surgical mistake made in the primary surgery, during which a wrong size of the implant was selected.